Event description:
The arterial port clamp was leaking when catheter was aspirated with the clamp closed. Upon removal of the catheter, the cuff separated from the catheter and was left inside the pt by the doctor.